Event description:
It was reported that the ventilator failed internal, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed multiple tests during pre-use check. The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description, logs and service report. Our fse was on site and he could narrow the issue down to the pressure transducer circuit board. After replacing the pressure transducer circuit board the unit began to work. The fse performed a full calibration and tested the unit. The unit passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.